Manufacturer narrative:
Concomitant medical products: product ID 3210, serial# (B)(4), implanted: 1996-(B)(6), product type transmitter, product ID 3888-28, lot# l33239, implanted: 1996-(B)(6), product type lead. Product ID 3888-28, lot# l37610, implanted: 1996-(B)(6), product type lead. (B)(4).

Event description:
It was reported that there was a problem with the patient¿s lead and with their pain coverage. The patient¿s implantable neurostimulator (ins) and leads were replaced. The patient was doing well.